Event description:
Tha performed years ago, original date unknown. Revision completed due to dislocation. Patient was implanted with a constrained liner and longer length on the hip ball. Patient returned to surgeon with suspected infection in the hip. Infection was confirmed and surgeon performed a thorough washout of the joint and changed the constrained liner and femoral head. Original implants were implanted after the washout. Surgeon reduced the hip and found it to be stable. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.